Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase in lead impedance was observed few weeks after implant. During procedure, loose set screws of lv and rv leads were found. Screws were fixed and the issue was resolved. Patient's condition was stable.